Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump the customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the air bubbles are in reservoir and in the tubing. Customer was advised to deliver 5 units of prime until air bubbles are no longer visible. Customer stated that there are leaks. Customer was advised to change set and return the faulty set for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusions or air bubbles noted.